Event description:
Related manufacturer report number: 1627487-2022-02777, 1627487-2022-02778, and 1627487-2022-02780. It was reported that the patient had a fall in (B)(6) 2022 and lost effective therapy. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.